Event description:
Reportable based on device analysis completed on 26 feb 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During percutaneous coronary intervention for the chronic total occlusion (cto) on the right coronary, the wire got stuck at the insertion port of the cto, causing the wire to bend. When the device got stuck, a lost image occurred. The procedure was completed with another of same device. No patient injury reported. However, device analysis revealed the device was cut.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core wind up with a broken drive shaft, sheath kink, and a cut device. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.